Manufacturer narrative:
(B)(4). Revision surgery was performed on (B)(4) 2011. Explanted product was received (B)(4) 2011 and the reported event was confirmed. A broken screw shank and rod were received. The initial surgery was reported to have occurred in (B)(4) 2009. Review of radiographs notes a lack of fusion in the affected disc space. Condition of the rod and screw are consistent with fatigue. Lot code info was partially illegible. Review of device history records notes materials met strength specs when manufactured. Product labeling indicates "... Potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra and vascular or visceral injury."

Event description:
A single level pedicle screw construct was implanted (B)(4) 2009 at the l4-l5 disc space following discectomy and placement of interbody implant. Revision surgery occurred on (B)(4) 2011. Review of pre-revision radiographs confirmed a pedicle screw and rod had broken.